Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the probe appeared to be clean and no other anomalies were noted on the device. It was noted foreign material appeared on the tip of the aperture and cutter. The proximal retaining cap was glued to the probe. Two electronic photos were provided and reviewed. Both the photos show foreign material present on the tip of the aperture. Therefore, based on the photo review, the reported foreign material can be confirmed. Therefore, the investigation is confirmed for the reported foreign material as the tip of the aperture and cutter was found with foreign material. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during calibration, the device allegedly found a foreign material. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during calibration, the device allegedly found a foreign material. The procedure was completed by using another device. There was no reported patient injury